Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the hospital biomed that the pt had recently moved to (B)(6) to be closer to family when he experienced a syncopal episode. It was discovered at the vad clinic that his lactate dehydrogenase (ldh) was high. He was transported back to (B)(6) where he could be further evaluated. A successful pump exchange took place from one lvad to another lvad on (B)(6) 2013. No removal or augmentation of the inflow cannula or outflow graft took place.